Manufacturer narrative:
The investigation for the reported high purge pressure and purge leak has been completed. The returned product was visually inspected and purge bypass was observed but the detached sidearm was not returned. The outflow was inspected and biomaterial was observed blocking the purge gap. The cause of the high purge pressure was most likely biomaterial. The cause of the purge leak was not determined since product was not returned. Impella rp with smartassist system instructions for use for the related event are as follows: section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (eg, infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella rp device for mechanical circulatory support. It was reported that during impella placement, high purge pressure was observed along with a purge system alarm. A leak at the purge luer lock was noted. The medical staff performed a purge sidearm bypass due to this issue. The patient remained on impella support and was successfully weaned.